Event description:
The user, who participated in the ilet experience study reported that the ilet system¿s reservoir was leaking, and the user supplemented insulin with an injection; the medical device problem involved a leak affecting the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Customer care provided support and investigation that included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal, consistent with a leak or splash associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.